Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: guide wire tip separated and remains in the pt. Device issue: guide wire separation. It was reported that while inserting an lv lead via a coronary sinus for a biventricular pacemaker, the lv lead was proving very difficult to get into the right position. An attempt was made with a bmw universal guide wire; however, when an attempt was made to withdraw the guide wire, it met resistance. Another attempt was made to advance the guide wire further and withdraw, when the tip of the guidewire separated and remained in the epicardial range. No add'l event or pt info is available.

Manufacturer narrative:
.